Event description:
Patient reported bite alignment was not correct. Dds stated patient required interproximal reduction and traditional orthodontic treatment and recommended the patient stop aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.